Event description:
The pt's mother reported that her son's infusion device has been shutting down without warning on a regular basis. She reported that he is aware of the power pack recall. The pt's mother was at work and therefore did not have the infusion device available. Attempted to contact the pt for further info, but was unsuccessful. The pt's mother did not report the pt required medical assistance to address the issue. The product was requested to be returned for evaluation.